Event description:
It was reported by the customer's daughter that the customer had a failed battery test every time she changed the battery. Customer's daughter had to mess with the battery cap to make sure it fits right because it does not fit right. Customer's blood glucose level was 220 mg/dl. Customer's daughter stated that the battery cap was oxidized. A replacement battery cap will be sent. Customer was advised to monitor the pump. Customer's daughter mentioned that her mom had been having high blood glucose levels. Customer's daughter declined troubleshooting because when the customer is at work she sometimes forgets to change the battery and then her blood glucose levels are high when she goes home. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.